Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), food allergy ("food sensitivities"), urticaria ("extreme hives"), seasonal allergy ("seasonal allergies"), atopy ("environmental allergies"), allergy to animal ("pet allergies"), anaphylactic shock ("anaphylactic shock"), gingival erosion ("eroding gums") and swollen tongue ("swollen tongue"). The patient was treated with surgery (a da vinci total laparoscopic hysterectomy,with bilateral salpingectomy, cystoscope, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, food allergy, urticaria, seasonal allergy, atopy, allergy to animal, anaphylactic shock, gingival erosion and swollen tongue outcome was unknown. The reporter considered allergy to animal, anaphylactic shock, atopy, food allergy, genital haemorrhage, gingival erosion, seasonal allergy, swollen tongue and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), food allergy ("food sensitivities"), urticaria ("extreme hives"), seasonal allergy ("seasonal allergies"), atopy ("environmental allergies"), allergy to animal ("pet allergies"), anaphylactic shock ("anaphylactic shock"), gingival erosion ("eroding gums") and swollen tongue ("swollen tongue"). The patient was treated with surgery (essure removal surgery, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, food allergy, urticaria, seasonal allergy, atopy, allergy to animal, anaphylactic shock, gingival erosion and swollen tongue outcome was unknown. The reporter considered allergy to animal, anaphylactic shock, atopy, food allergy, genital haemorrhage, gingival erosion, seasonal allergy, swollen tongue and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), food allergy ("food sensitivities"), urticaria ("extreme hives"), seasonal allergy ("seasonal allergies"), atopy ("enviromental allergies"), allergy to animal ("pet allergies"), anaphylactic shock ("anaphylatic shock"), gingival erosion ("eroding gums") and swollen tongue ("swollen tounge"). The patient was treated with surgery (essure removal surgery, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, food allergy, urticaria, seasonal allergy, atopy, allergy to animal, anaphylactic shock, gingival erosion and swollen tongue outcome was unknown. The reporter considered allergy to animal, anaphylactic shock, atopy, food allergy, genital haemorrhage, gingival erosion, seasonal allergy, swollen tongue and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.